Event description:
Customer reports that accutorr v monitor does not read properly, which may have affected patient monitoring. No patient injury reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included unit's system configuration reset and factory defaults restored. Unit calibrated, safety tested to factory's specifications.